Event description:
The physician was preparing the cassi rotational core biopsy device for use by turning the co2 canister to activate the device. When the tech twisted the cap, the device split apart down the middle of the device body. This device was not used in a pt. Another device was used to complete the procedure. There was no reported pt or user injury.

Manufacturer narrative:
The device was returned and analyzed. Visual examination of the device revealed a split in the canister mount along the knit line. Small voids were visible in the molded material along the knit line and may have contributed to the split.